Manufacturer narrative:
The investigation determined that higher than expected troponin I es results were obtained from a patient while using the vitros 5600 integrated system. The investigation was unable to determine the assignable cause of this event. However, the event was isolated to a single patient. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown. However, pre-analytical sample handling, an unknown interferent in the patient sample, an instrument issue and a reagent issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained higher than expected troponin I es results for a single patient (patient = 14.072, 14.6235, 14.3622, 14.4615 vs. Expected <0.034 ng/ml) processed on two vitros 5600 integrated systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es results were reported from the laboratory and there is no indication that a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).